Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain, other non-malignant pain, and joint pain/arthritis. It was reported that the pump did not work well. There were no reported symptoms. No further complications were reported.